Event description:
On january 7, 2010, the facility representative reported to baxter global technical services that on an unknown date one colleague cx triple channel volumetric infusion pump in which it was alarming and turning itself off. The device was just received back from the shop in late december and it is doing the same thing again. It is unknown when the failure code occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version is currently not known.

Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).